Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract. Event description "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte autoguard shielded IV catheter the needle failed to retract. Event description "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."